Manufacturer narrative:
The axiem was returned to the manufacturer for analysis. Analysis found that the returned axiem was connected to a test system for three hours and all ports were tracking consistently throughout the duration of testing. The reported issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue caused a 30 minute delay in the case as the surgeon unscrubbed and looked at a CT scan in the net care to confirm position because it was unsafe to continue without looking at a CT scan.

Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. A manufacturer representative went to the site to test the system. Testing revealed that there was no communication with the axiem box. The axiem controller was replaced and the failure resolved. A system checkout was then performed and the system was working as intended. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the fusion was unable to establish communication. The emitter was working but the axiem box was unable to establish power and had a red bar status. The emitter was checked and it was suggested to reboot the system. The procedure was completed without imaging or navigation. There was a 30 minute surgical delay and no impact on patient outcome.